Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl and treated with the insulin pump. The customer reported a no delivery alarm and the infusion set fell off. The customer reported trying to give a bolus and receiving the alarm. The customer declined troubleshooting for the issues. The insulin pump will not be returned for analysis; however, the infusion set will be.